Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient experiencing pain and loss of motion following a total knee arthroplasty, so the surgeon performed an extensive synovectomy with a poly exchange.